Event description:
Customer was hospitalized for high blood glucose levels. Customer changed the infusion set the night prior to hospitalization. Troubleshooting was not performed.

Manufacturer narrative:
The insulin pump alarmed motor error during the seat/rewind test due to out of phase encoder signal. Unable to perform further testing due to motor error.